Event description:
It was reported that the pacemaker oversensed noise on the right atrial (ra) channel that led to inappropriate atrial tachy response (atr) events, which resulted in an inappropriate mode switch. It was also noted that the device had low out of range impedance on ra channel. Boston scientific technical services (ts) recommended troubleshooting actions. The device remains in use. No adverse patient effects were reported.